Manufacturer narrative:
B3: event date unknown. E1: reporter facility name: (B)(6) health district. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a constant unspecified alarm. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not broken. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, the rear casing and rtc battery were replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. D9: device returned (B)(6) 2023